Manufacturer narrative:
(B)(4) date sent to the FDA: 01/25/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent sling procedure on (B)(6) 2012. Following the procedure, the patient experienced midline mesh erosion. The patient underwent procedure for mesh erosion under general anesthesia on (B)(6) 2014. At follow-up on (B)(6) 2014, the patient's wound was healed. Additional information has been requested.

Manufacturer narrative:
The patient experienced erosion in the vaginal area of the suture line and pain during intercourse over a 12 month time period. The surgeon opined that this is a recognized complication of tapes and that the patient¿s severe asthma and steroid use may be a co-factor. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.